Event description:
In 2006 the lay pt contacted lifescan alleging that his one touch ultra meter was prompting the apply sample message. The medical affairs specialist (mas) spoke with the pt in jan, 2006 to obtain and verify the following info: the pt tried to test the meter 5 times over 3 days and could not obtain a reading. He continued to take his usual dose of 4 pills daily for diabetes; he did not know the name and dose of the medication. He said he "felt lousy" and his daughter took him to the doctor since he did not obtain a result on his meter and he was not feeling well. A laboratory result "over 400" was obtained. The pt's doctor gave him insulin and ordered insulin to be started on a daily basis. The customer service agent (csa) walked the pt through retesting and the test started. The pt told the mas he had been applying the blood sample incorrectly to the test strip. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because treatment of the pt's hyperglycemia was delayed since he could not obtain a test result for three days.